Manufacturer narrative:
(B)(4). Report source: foreign- japan. Four (4) devices were provided by the customer; of these, only two (2) were reported to have fractured tip. It is unknown which two devices exactly encountered this issue; it is 2 from the below lot number: 0002311065 or 0002313623 or 0002315193 or 0002323009 multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2022 -02339.

Event description:
It was reported that during the surgery the tip of the inserter fractured, and the fractured pieces remained inside of the patient's body. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of pictures. Visual examination of the provided photos identified 2 device inserters that have bent & fractured. One device has both prongs fractured off, and the other has one prong fractured off. It is unknown if the fractured pieces were retained in the patient. It is unknown which of the 4 lots used in the case are the devices that bent and fractured. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.